Event description:
Indication for procedure: infection. Procedure: this was a left-sided lead removal of 2 cardiac leads (ra, rv) with an original implantation date of (B) (6) 2004. During the extraction, the patient developed a cardiac tamponade. Patient was stabilized, transferred to the ICU and returned to the operating room the following day for a successful lead extraction. Device analysis: no devices were retained from this procedure for return. Since the serial # is unknown, a lot history file review was unable to be done. There were no indications from the md that the spnc devices malfunctioned or may have been the causative factor in the patient's post-operative status. Patient status: returned to the operating room the following day for a successful laser lead extraction, recovered well and was discharged.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 60s-range mg/dl, 250 mg/dl, and 160 or 180 mg/dl. Customer felt low blood glucose symptoms of dizziness and an "empty" feeling in the middle of the night. Customer obtained result in the 60s- range mg/dl and ate some fruit cocktail. Customer tested again and obtained a result of 250 mg/dl, and restested. Customer obtained a result of 160 or 180 mg/dl. Customer ate another 1/2 cup of fruit cocktail and felt better in 5-10 minutse. No adverse event reported. Requested return of suspect device and replacement was sent.